Manufacturer narrative:
B3: event date unknown device evaluation: one device was received. No abnormalities were found during the visual test. During the functional testing, an incident was confirmed in which the circulating water was not circulating. The cause was a failure of the circulating water pump. The gri pump was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the water is not circulating there was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.